Event description:
It was reported that there was a right knee revision due to global instability.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown insert. Additionally, an unknown femur, patella and tibia were reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned due to hospital policy